Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
It was reported that a patient implanted with an impella cp experienced hemolysis and hematuria. An echocardiogram was performed and revealed the pump was positioned towards the mitral valve. The pump could not be repositioned.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.